Event description:
Medtronic received information that each morning the battery status (accratech batteries ) of the century pump is tested by unplugging it from the wall, listening for the audible tone to state the unit is on battery power, then plug it back in. The audible tone on most of the pumps will stop when plugged back in. However, with some of the pumps, the tone will not stop when plugged back in. The battery is being replaced on the pump in room 1 (B)(4). Recently 2 other pumps have experienced the same issue (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).